Event description:
A distributor reported on behalf of a healthcare facility in china that an rt380 adult dual-heated evaqua2 breathing circuit was found with a crack on the expiratory limb collar after 10 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not available as the subject device has been discarded by the healthcare facility. Section h11: method: the subject rt380 adult dual-heated evaqua2 breathing circuit, additional information and photographs were requested to be provided to f&p healthcare for analysis. The healthcare facility reported that the subject device was not available to be returned to f&p healthcare for evaluation as the device had been destroyed. Our evaluation is therefore based on the photographs and information provided by the healthcare facility, and our knowledge of the product. Results: visual examination of the provided photographs confirmed the presence of a crack on the expiratory limb collar of the device. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported event. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not available as the subject device has been discarded by the healthcare facility. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an rt380 adult dual-heated evaqua2 breathing circuit was found with a crack on the expiratory limb collar after 10 days of use. There was no reported patient consequence.